Event description:
The customer reported cleaner leaked from the unicel dxh 800 coulter cellular analysis system. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No patient results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a disconnected tubing from the top of the aspiration pump and the instrument generated partial aspiration errors at the time of the event. The fse reconnected the tubing to resolve the issue and verified the repair as per established procedures. Failure mode of the event is attributed to a disconnected tubing at the top of the aspiration pump. (B)(4).